Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie not detected on bus. The customer attempted to recover the failed cubies by turning the station off and waiting approximately 5 to10 minutes for it to power up and restart. However, recovery was unsuccessful and all cubies required maintenance. As per part investigation, it was determined that there was thermal damage observed due to copper strands in contact with adjacent copper strands of the assy retractor dwr hh cubie and physical damage condition found on the part assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report condition of cubie not detected on bus was confirmed during fse testing and subsequently confirmed during the dchu testing and inspection process. According to work order #(B)(4), the fse reported that troubleshooted drawer failure. The fse reseated all loose connections on back panel of drawer. The fse replaced a physically damaged retractor with a new one and replaced short circuited control board with a new one. The fse successfully tested in the hardware test application (hta) and customer was able to recover and inventory. During dchu visual inspection: p/n 353844-01 (a): the assy retractor dwr hh cubie was received with physical damage and thermal damage. P/n 353844-01: the assy retractor dwr hh cubie was received with a broken hinge. P/n 151903-01: the pcba fh cubie pmc was received in good condition with no missing components, signs of fluid ingress or any physical damage. P/n 151630-01: pcba pmc v1.06/v0.09bl hh was received in good condition with no missing components, signs of fluid ingress or any physical damage. During dchu testing: p/n 353844-01 (a): due to evident thermal damage in the assy retractor dwr hh cubie, no further testing was deemed necessary. P/n 353844-01 (b): due to evident physical in the assy retractor dwr hh cubie, no further testing was deemed necessary. P/n 151903-01: the pcba fh cubie pmc was evaluated on an esd protected surface with a calibrated dmm and failed during the resistance testing of fuse f200. P/n 151630-01: the pcba pmc v1.06/v0.09bl hh was evaluated on an esd protected surface with a calibrated dmm and failed during the resistance testing of fuse f201. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of cubie not detected on bus was due to copper strands in contact with adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which lead to the observed thermal damage and ultimately compromised the drawer's functionality. The root cause to the reported failure cubie not detected on bus is attributed to the physical damage/condition of the part assy retractor dwr hh cubie (p/n 353844-01) which produces a short/miscommunication. It was determined that the root cause of the cubie not detected on bus was attributed to an open fuse f200 on the pcba fh cubie pmc (p/n 151903-01) which led to circuit instability and ultimately compromised the drawer's functionality. It was determined that the root cause of the cubie not detected on bus was attributed to an open fuse f200 on the pcba pmc v1.06/v0.09bl hh (p/n 151630-01) which led to circuit instability and ultimately compromised the drawer's functionality.